Event description:
It was reported that this pacemaker was explanted due to an unknown product experience. This pacemaker was replaced with a non-boston scientific device. Other than the procedure, no adverse patient effects were reported. At this time, this pacemaker was returned to boston scientific.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Detailed information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information such as initial reporter and further event details. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Analysis of the product has not yet been concluded. Detailed information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information such as initial reporter and further event details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown product experience. This pacemaker was replaced with a non-boston scientific device. Other than the procedure, no adverse patient effects were reported. At this time, this pacemaker was returned to boston scientific.

Event description:
It was reported that this pacemaker was explanted due to an unknown product experience. This pacemaker was replaced with a non-boston scientific device. Other than the procedure, no adverse patient effects were reported. At this time, this pacemaker was returned to boston scientific. Additional information indicated that this device was explanted as it reached the elective replacement indicator (eri). No additional adverse patient effects were reported. At this time, this pacemaker was returned to boston scientific.

Manufacturer narrative:
This report is being submitted to update section b5 and e1. The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Detailed information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information such as initial reporter and further event details. At this time, no further information is available. Should additional information become available this report will be updated.